Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device went to eos (end of service) and the device could no longer charge (charge circuit timeout or inactive). The device was explanted. No patient complications have been reported as a result of this event.